Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 11-jun-2018. (H3) the revision reported in (B)(4) was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation. (H4) device manufacture date: 13-jun-2013. *no information provided in the following section(s): a4, a5, b6, b7, g8, h7, h9.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-10-00, 53479003, equinoxe reverse tray adapter plate tray +0.

Event description:
Approximately 6.5 yrs postop the initial implant, the (B)(6) male patient dislocated the right reverse shoulder which led to the revision surgery. The surgeon stated the humeral liner became disassociated from the humeral tray which caused the dislocation of the reverse shoulder and the revision surgery to reduce the reverse shoulder. Patient was stable when leaving the operating room. Devices to be returned.